Event description:
It was reported the cysto-nephro videoscope has a detached distal tip. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.